Event description:
It was reported that the unspecified bd infusion set experienced disconnection. The following information was provided by the initial reporter: this was seen on a listserv by and (B)(4) staff person and shared with (B)(4). Are any hospitals experiencing disconnections between IV tubing spikes and IV medication bags.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. The initial reporter also notified the FDA on (B)(6) 2022. Medwed report # (B)(4). Investigation summary: a complaint of customer experiencing issues with disconnection between IV sets and bags was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.